Event description:
It was reported that this device could not be interrogated. A local representative was unavailable so the patient will visit another hospital for an interrogation attempt. The device has been implanted greater than 8 years. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device could not be interrogated. A local representative was unavailable so the patient will visit another hospital for an interrogation attempt. The device has been implanted greater than 8 years. There were no adverse patient effects. The device remains implanted.